Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated that the patient was feeling unwell during a walk, and also experienced symptoms of nausea. The arrhythmia resulted in fainting, loss of consciousness, and falling. The patient did not have a history of arrhythmia prior to left ventricular assist device (lvad) implant. The patient was returned to sinus rhythm by direct current (dc) cardioversion after hospitalization. At the same time, antiarrhythmic intravenous infusion was started. From the next day, the antiarrhythmic medication was changed. After that, there were premature ventricular contractions (pvc) and the patient was admitted, but there was no ventricular tachycardia or fibrillation, and the patient was discharged home on the 11th day of hospitalization. The patient was currently following up on their progress in outpatient clinic.

Manufacturer narrative:
Missing patient weight. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2025, the patient experienced continuous ventricular arrhythmia requiring defibrillation or cardioversion. The event was not related to the device. The patient was admitted to the hospital from (B)(6) 2025, and they received cardioversion upon admission.